Event description:
During a procedure, the handpiece heated up and burnt the patients lower lip on the left side near the corner while the surgeon was trying to dissect tooth #16. Patient was given ointment and instructions on how to care for injury. Patient was seen for post op appointment and burn spot was healing well.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.